Manufacturer narrative:
The reported event has been corrected. The surgical delay is only around 15 minutes. This incident is therefore not considered as reportable anymore, as no harm or injury occurred according to the available information. Furthermore, the quality records show that all specified characteristics have met the specifications valid at the time of production. The visual examination of the returned device showed that the drill bit has worn cutting edges due to repeated use. Please delete this case from your records. Zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Update: it was additionally reported that the surgical delay was around 15 minutes, not greater than 30 minutes as previously communicated.

Manufacturer narrative:
Medical products: drill bit with quick-coupling 4.3 mm diameter long; catalog#: 02.02024.346; lot#: unknown. Therapy date: unknown. The manufacturer received other source of documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During an initial surgery the 4.3mm instruments drill bit did not cut well due to instrument wear. There was a surgical delay of about 30 minutes due to instrument wear. The patient was anesthetized but finally the surgery was performed according to the procedure. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.